Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that the pump emitted an empty cartridge alarm which was not acted upon by the pt, who was therefore without insulin for several hours. The pt has continued to use the pump with no reported subsequent events.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.